Manufacturer narrative:
Concomitant product: egia60amt egia 60 artic med thick sulu (lot#: unknown); egia60amt egia 60 artic med thick sulu (lot#: unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown); sigpshell, sig power sigpshell control shell (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic rectal resection surgery, an attempt was made to insert the 60mm purple reload to a powered handle through a 12mm port to cut the rectum, but even when the jaw was closed to the end, the tip of the jaw could not be closed completely, so it could not be inserted through the 12mm port. Another 60mm purple reload was taken out and connected, but it did not enter from the 12mm port in the same manner. Therefore, a new reload and manual handle were taken out to resolve the issue, and the device could be inserted from a 12mm port. There was no patient injury.